Manufacturer narrative:
Initial reporter phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture on the right side. The device has been explanted.

Event description:
A healthcare professional reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
Continued e1 (zip code): (B)(6). Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell and gel, crease flat. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
A healthcare professional reported rupture on the right side. The device has been explanted.